Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A final angiography revealed no endoleak. An aneurysm enlargement had been observed since about (B)(6) 2023. On (B)(6) 2024, a reintervention was performed. It was observed a bird beak from the proximal of the trunk ipsilateral leg and the proximal migration (distance unknown) of the distal of the left leg (plc201000j). Therefore, a type ia endoleak and a type ib endoleak from the left leg were suspected. However, an angiography didn¿t reveal both endoleaks. A non-gore stent graft (endurant cuff) and an aorta extender endoprosthesis were implanted proximally, and an aorta extender endoprosthesis was implanted to distally of the left leg. The physician stated that the devices were implanted to proximally and distally because it was not determined which endoleak, the type ia endoleak or the type ib endoleak, led to the aneurysm enlargement.

Manufacturer narrative:
B3: the actual event date is unknown, therefore 01-aug-2023 is used for the event date. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement, component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A final angiography revealed no endoleak. An aneurysm enlargement had been observed since about (B)(6) 2023. On (B)(6) 2024, a reintervention was performed. It was observed a bird beak from the proximal of the trunk ipsilateral leg and the proximal migration (distance unknown) of the distal of the left leg (plc201000j). Therefore, a type ia endoleak and a type ib endoleak from the left leg were suspected. However, an angiography didn¿t reveal both endoleaks and just observed a type ii endoleak. A non-gore stent graft (endurant cuff) and an aorta extender endoprosthesis were implanted proximally, and an aorta extender was implanted to distally of the left leg. No treatment was performed for the type ii endoleak, the physician stated that the devices were implanted to proximally and distally because it was not determined which endoleak, the type ia endoleak or the type ib endoleak, led to the aneurysm enlargement.

Manufacturer narrative:
Updated b4. Emdr section h6, codes e2121 and a0101 were added to reflect results of investigation. Updated statement for h6, code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement, component migration, endoleak.